Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes had problems with the draw volume. No report of medical intervention or serious injury.